Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Upon troubleshooting, to resolve the issue, the fse shut down the system, removed the defective host pc, and installed the new one, reloaded the system software, and restored a ghost backup. After powering on the system, the fse set the time and date, installed the host pc license and software, calibrated the l-arm beam longitudinal current, and reloaded the touchscreen module software in the exam room. The defective host pc was returned to philips for failure analysis, and the cause of the host pc failure could not be conclusively determined by the supplier's part analysis; however, the replacement of the host pc by the field service engineer has resolved the reported issue and restored the functionality of the system. The system was returned to use in good working order. The codes were updated based on the investigation outcome.